Event description:
It was reported to philips that no geometric movement was possible with the allura system. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a coronary diagnosis procedure, which was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movement was not possible. A review of the system logfile confirmed the reported malfunction. Upon functional testing, the rse found that the system was unable to communicate with geo-ipc and verified failure in geo ipc. Upon onsite visit, the fse checked in the cabinet r and found that the geo I/o leds (fs-sp and tbl-sp) were not turning on and the geo ipc hd led was not working. The fse reinstalled the geo-ipc software, but the issue persisted. To resolve the issue, the fse replaced the hard drive and reinstalled the geo pc software. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.